Event description:
The customer's father reported that the customer had been experiencing high blood glucose levels for two days leading up to the call. Review of the insulin pump's alarm history showed that a no delivery alarm had recently occurred. Troubleshooting did not reveal any malfunction of the insulin pump. Blood glucose level at the time of the incident was 250 mg/dl. The customer's father will not return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.